Event description:
Silicone breast implants placed in 1980. Has now noted a bulge and asymmetry of left medial breast. During surgery, right implant found to be ruptured. Capsule and surrounding gel were removed. Both implants replaced with saline filled implants.